Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip scale marking are not printed correctly. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: two photos and 162 sealed packaged 3ml syringes, confirmed to be from batch #8213796 (p/n 309657) were received and visually evaluated. The photos depict two syringes: one syringe with a skewed scale and partial missing numbers to the right of the scale, specifically ½, 1 and parts of 1 ½ and 2; one syringe with missing print but no skew to the scale ¿ all scale markings between zero line and 1ml was missing in this syringe. The 162 returned syringes were visually evaluated and were found to have no print defects. All had scales markings printed correctly. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale marking defects is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8213795 is considered in compliance with our product specification requirements.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip scale marking are not printed correctly. No serious injury or medical intervention was reported.